Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the primary surgery was performed to fix t10 ¿ sai. On (B)(6) 2017, due to unknown reasons, the extension surgery was performed to fix t7 ¿ sai. No further information has been provided by the hospital.